Event description:
It was reported that the device failed volume test. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Received one device and the customer¿s reported problem, device failed volume test was confirmed by functional test. The cause is the expulsor. Replaced the expulsor to correct the problem. Pump passed all functional tests after repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period